Event description:
It was reported by service report that the tip of the patient left foot end of the top rail was broken off completely and sharp edges were present. No patient involvement or adverse consequences are reported.